Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent sigelina hernia in 2007 and anastomosis in 2009.

Manufacturer narrative:
It was reported that following insertion the patient experienced multiple surgeries due to the mesh problems have resulted with major adhesions which continue to grow and have caused several trips to the emergency room, as well as many complications in the hospital, including much longer than expected hospital stays with very low blood pressure, severe migraine headaches, high fevers and anemia. Because of the abdominal surgeries, the abdominal wall has completely given way, resulting in a huge hernia with her intestines extending forward through the huge hole. Patient reports she is in constant fear of the growing adhesions and more intestinal blockages that can always occur in her future, and fear of having to have her intestines sucked out as what has already happened. She is in constant fear of ever travelling anywhere that does not have a good hospital available with knowledgeable doctors who can treat her problems. She now has to live with all the discomfort and complications caused from the huge abdominal hernia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced fistulous tract from vagina to sacrum.

Manufacturer narrative:
(B)(4). It was reported that the mesh was surgically removed on (B)(6) 2008, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010 due to mesh erosion, bleeding, pain and infections.